Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. The location of detachment was the point where the tubing connects to the plastic piece. The infusion set was in use for two days. No further information available.